Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report received (B)(6) states: "cutter did not cut. No pt impact."